Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported taking the customer to the emergency room with blood glucose levels greater than 600 mg/dl and vomiting. It was stated that the customer was going into diabetic ketoacidosis. It was stated that the customer was treated in the intensive care unit with an insulin drip. Nothing further was reported at the time of the call.